Event description:
Customer reports when opening the set from the packaging, it pulled apart at the filter connection. The reported condition occurred before use. No patient injury or medical intervention occurred. No additional information was available.

Manufacturer narrative:
The sample has been received for evaluation. A follow up medwatch will be submitted once baxters investigation is completed. No deviations were found in the batch review. (B)(4).

Manufacturer narrative:
The reported condition of separated was confirmed. The tubing was separated from the check valve due to incorrect assembly. No solvent application was detected in the sample. Baxter's automation personnel were notified of this report. (B)(4)

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.